Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Patient initials & dob not available for reporting. This report is for unknown of interlocking bolt /unknown lot number. Not implanted or explanted. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Customer quality unit received a maude report forwarded from department of (B)(4); this report is against user facility (uf) report # (B)(4). Only additional and/or corrected information will be contained in this report. A copy of the maude event report is attached. This complaint involves one device. This report is 1 of 1 for (B)(4).